Manufacturer narrative:
Conclusion: product was not returned for investigation. Product was mfg and sold by dow corning wright, the assets of which were purchased by wright medical technology, inc.

Event description:
Allegedly insert has delamination. Revision surgery has been scheduled for 1/21/98.